Manufacturer narrative:
H3. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. Visual inspection of the sutureless connector (sc) identified {coring/tearing/cuts} in the cup of the connector. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2021: fentanyl with concentration 875 mcg/ml at a dose rate of 275.19 mcg/day, bupivacaine with concentration 5 mg/ml at a dose rate of 1.5725 mg/day, clonidine with concentration 700 mcg/ml at a dose rate of 220.15 mcg/day, and morphine with concentration 35 mg/ml at a dose rate of 11.008 mg/day. H6. Device code: a24 and eval code conclusion code: d1103 are applicable to the pump. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 28-oct-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving morphine (unknown concentration at 8.0 mg/ml) via implantable infusion pump. It was reported that the connector tip was leaking and therapy was not as effective. There were no environmental factors that were known that may have led or contributed to the issue. Of note, the leak was noticed during surgery. The pump was replaced and the catheter was revised. The issue was resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive. No injury.